Event description:
The dealer states the bolt that holds the free wheel drive lever in place has sheared off one side and on the other side the bolt has gotten into the motor and the motor is hung up. Now the free wheel drive lever will not stay in place.